Event description:
According to the reporter, post-operatively, the surgeon seen an increase stitch abscesses and rejection months out of surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.